Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 9 years and 4 months post tavr procedure with a 26mm sapien valve in the aortic position, the patient underwent a valve-in-valve for an unknown reason.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailability of applicable imagery/medical record. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Multiple unsuccessful attempts were made to gather additional information regarding the reason for the valve in valve procedure. Patient medical records and procedure op notes (implant and valve in valve) were not provided by the hospital for review. Due to limited information provided, the reason for the valve in valve approximately 9 years and 4 months post tavr of a 26mm sapien valve cannot be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified, no corrective/preventive action nor product risk assessment escalation is required.